Manufacturer narrative:
(B)(4). The returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the suture hole torn and the shaft detached. The suture did not returned only the positioner returned. No other issues with the device were noted. The reported event was not confirmed. According to the product analysis, it is possible that operational factors, interaction of the device with the suture string such as entanglement, manipulation or excess of force applied during it use, could have caused the detached observed. Consequently, affect the performance of the device. In the other hand the report complaint of coil detachment of device or device component cannot be confirmed due to the coil was not detached, for this reason the report issue cannot be confirmed. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported that a polaris ultra ureteral stent was used during a retrograde intrarenal surgery procedure, performed on (B)(6) 2021. During the procedure and inside the patient, when the physician pulled back the suture for stent deployment, it was noticed that the coil of the stent was broken. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of stent shaft broken.